Event description:
It was reported "the intravasal ECG disappeared as we descended into vcs. When nurse removed the microintroducer, it became like the intravasal ECG went up "under" the second picture. The ECG looks normally until it turns down to the vcs. We changed the catheter and everything worked without any problem. We never changed electrodes or wires for the sherlock, but it worked well all the time."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that no signals were detected through the 3cg stylet could not be verified outside the clinical setting and with the condition of the item returned for investigation. One 3cg stylet was returned for investigation. The catheter was not returned with the stylet. The 3cg stylet wire was received within the t-lock extension set. A microscopic examination revealed the presence of conductive epoxy at the distal end of the stylet. The core wire was continuous through the polyimide tubing. A continuity and resistance test revealed that the product was within specification. Complications associated with the clinical setting that cannot be replicated in the lab may have affected the functional performance of the device. It is unknown if there was poor continuity with the electrodes and their connections. The gray fin with red and black lead wires was not returned for investigation. At this time, based on the evidence provided with the returned sample, it is unknown what caused the alleged problems. A lot history review (lhr) of redw2558 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw2558 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the intravasal ECG disappeared as we descended into vcs. When nurse removed the microintroducer, it became like the intravasal ECG went up "under" the second picture. The ECG looks normally until it turns down to the vcs. We changed the catheter and everything worked without any problem. We never changed electrodes or wires for the sherlock, but it worked well all the time."